Manufacturer narrative:
H3: product analysis stated that the packaging carton, both inserts, the device, and an opened pouch were returned in a double resealable bag. Upon inspection, the packaging carton was damaged, and the pouch was opened on three of the four sides. Traces of sticky residue were observed on the tube near the clamp shell, and traces of liquid were observed inside the pilot balloon. A syringe was used to inject 15 cc of air into the cuff. The cuff was observed to deflate immediately upon inflation. The cuff was then submerged in water for leak evaluation, and leakage was observed originating from the cuff. The device failed due to its defective condition upon return and the inability of the cuff to maintain inflation. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the nim trivantage emg tube was leaking when placed in patient. Surgery was delayed by less than 1 hour. There was no patient injury.